Event description:
Operating room personnel reported the device was not cutting properly. The problem occurred during a case but there was no patient contact, no injury.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.